Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew muscle fascia. Changed another one to continue the surgery, the suture was broken when the surgeon attempted to sew the subcutaneous fat layer. Changed another one to continue the surgery, the suture was broken when the surgeon attempted to sew skin. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the needle detach, fall into the patient, and need to be retrieved? If so, how was it retrieved? No. Are any photos of the issue available? No. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, one detached needle and several suture pieces for product code sxpp1b410 were received for analysis. During the visual inspection of the returned sample, the suture began with the degradation process; this condition likely caused the suture to break. The time of exposure of the suture to the environment could not be determined. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.